Event description:
The plaintiff's atty alleged that the pt experienced cardiac injuries and/or related symptoms on or about (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.